Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device, location: uterus / unilateral occlusion.') And uterine perforation ('perforation (uterus)') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hip replacement, spinal fusion nos and high cholesterol. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device expulsion, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: patient's information was updated. Case become incident, previously added injury nos was replaced by abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), dysmenorrhea, migration of essure device location: uterus, vaginal pain, pelvic pain, perforation (uterus) were added. Concomitant conditions were added. Lab test was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.